Manufacturer narrative:
(B)(4). Per fsr, the unit has not been powered on since 30-nov-2017 as the user facility has not done cardiopulmonary bypass (cpb) procedures in ten months. He advised the user facility that the unit has to be plugged in and turned on to charge and should occur at least twice a month.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) the batteries were measuring low at 0.32 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) advised the user facility that the unit has to be plugged in and turned on to charge and that charging should be performed at least twice a month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.